Manufacturer narrative:
The beckman coulter field service engineer (fse) evaluated the au5800 clinical chemistry analyzer and found a shorted controller board and faulty y-fitting. The fse replaced the controller board motor and the y-fitting to resolve the issue. The customer performed quality control and passed. Analyzer resumed normal operation. Age, weight, and ethnicity: information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported a water leak under unit 1 of the au5800 clinical chemistry system. As a result, the customer smelled electrical burning and called the fire department. There was no report of injury, or death associated with this event.